Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd stpck q-syte wht 360deg w/o nut cap ns leaked. It was reported that there was liquid leakage from the three-way valve (q site). When attempting to connect to the three-way valve connection, it did not connect well, and it slipped. Correction: it was reported that leakage occurred from q-syte in three-way stopcock due to poor connection.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 6 photos and 1 physical sample submitted for evaluation. The reported issue of leakage was confirmed upon inspection of the samples. Analysis of the sample showed that the thread of port b of the housing where the septum is placed is broken. Bd determined that the cause of the failure was the molding process of the component. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.